Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient went 4 hours without voiding on (B)(6) 2017, but was going every 30 minutes on (B)(6) 2017. They also had discomfort. On (B)(6) 2017, the patient stated that the device had stopped working, and they thought possibly maybe the leads had migrated. It was also noted that they were feeling stimulation in their buttocks now instead of their vagina. They were going to follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.